Manufacturer narrative:
Concomitant medical product: dtmb1d1 ICD implanted: (B)(6) 2017. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated the right ventricular (rv) lead alerted for high impedance with oversensing seen on high rate non-sustained (hr-ns) episodes. A follow up with the patient¿s healthcare provider yielded that the lead was revised, repositioned and remains in use. No patient complications have been reported as a result of this event.